Manufacturer narrative:
The returned device was evaluated and a bend was noted on the exposed portion of the soft cannula. It is unclear when the bend occurred. During the fluid path test, fluid was able to flow passed the bend and out of the distal tip of the soft cannula. No other defects or deficiencies were found during the investigation. After investigation, no tears or holes were found in the soft cannula that would result in fluid leaking or failure to deliver insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reports while wearing a pod between 24 and 36 hours her blood glucose level reached 265 mg/dl. The patient noticed the pod was leaking and upon removal of the pod from the infusion site the cannula was found to be kinked. As treatment, the patient performed a bolus and applied a new pod.